Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2015 the patient was prescribe oral antibiotics. The implanted device remains.